Event description:
It was reported that while using the surgical fiber during a procedure, the fiber broke; approximately 1,200 joules at 7.5 watts. Time expended: approximately 6 minutes. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "no injury".

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber is fractured and detached at 5 feet 6 inches from the connector; there is no signs of melting at the break; the blue jacket appears torn; the total length of the fiber is 10 feet 9 inches; the fiber tip shows signs of usage; the glass fiber distal end barely extends from the blue jacket and the blue jacket distal end exhibits burn marks. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending.